Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have a counterfeit top case and the plunger assembly case was broken from the inside. System advisory warnings were found in the event history log indicating that maintenance was recommended. A combination of multiple components were found to have been damaged upon analysis including, the plunger assembly and additional wear on the drive train parts. Additional repairs included: installed missing serial number (B)(4) into the display. Replaced counterfeit top case. Replaced bottom case due to excessive contamination. Replaced damaged right and left plunger cases. Replaced worm coupling, worm gear, motor mount, leadscrew and right and left clutch halves and replaced the teflon washers with the delrin washer. Installed cable guard per eco 12-0097. Replaced plunger board due to syringe plunger not in place alarm. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The initial complaint was confirmed and found during testing.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had an error clutch code. There were no reported adverse events.

Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that it was unknown whether the reported incident occurred during use and there was no patient consequences reported.